Event description:
It was reported that dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca) of the proximal right coronary artery (rca). The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified lad. The target lesion was pre-dilated with a 2.75 x 08 mm semi compliant balloon. A 4.00 x 32 promus premier select drug eluting stent was deployed to treat the target lesion. There were no issues during stent deployment. The balloon was fully inflated, and the stent fully deployed at 16 atmospheres for 10 seconds. Angina occurred and a type b dissection at the proximal edge of the stent was noted following post dilation with a 4.00 x 12mm non-compliant balloon. A 4.00 x 20 promus premier select stent was deployed and covered the dissection, and successfully complete the procedure. There were no further patient complications, and the patient was stable post procedure.